Event description:
Ethicon d5lt endo-surgery trocar reprocessed by sterilmed inc used intra-op. The trocar/port was placed by surgeon. When the surgeon pulled back on the "head" of the trocar to remove it from the port, the plastic separated and several springs/small parts fell out of the plastic housing of the trocar "head". No parts fell into the patient and all were removed from the surgical field without any injury to the patient.what was the original intended procedure?laparoscopy.device #1is this a laboratory device or laboratory test?no.